Event description:
It was reported that pump displayed malfunction code. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted caller with resetting pump, and customer planned to complete reset later since charging pad was not available.